Event description:
The patient obtained a result of 5.8 mmol/l (converts to 104 mg/dl) on the reported meter and interpreted the result to be 58 mg/dl. The pt had no symptoms of high or low blood glucose level at the time of concern. The pt called the ER for advice and ate doughnuts and drank coffee. The customer service agent confirmed that the meter was set to mmol/l instead of mg/dl. The pt was unable/unwilling to answer whether the meter had previously been set to correct units of measurement and retesting; the result was 148 mg/dl. The meter, test strips, and control solution were replaced.